Manufacturer narrative:
The airsense 11 device was returned to resmed for an investigation. Thermal damage to the underside of the device chassis was visualized. Visual assessment and non-destructive x-ray testing by a third party consulting firm found no evidence that the thermal event was initiated by the device or its charger. Based on all available evidence, the investigation determined that there is no evidence that the fire originated in the device nor that the device caused the futon to ignite. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an airsense 11 device, which had been placed on a futon, allegedly became hot and caused the hose and power cable to burn and melt. It was reported that the device was not in use at the time of the reported event but remained powered on. No harm or serious injury was reported as a result of this incident.

Event description:
It was reported to resmed that an airsense 11 device, which had been placed on a futon, allegedly became hot and caused the hose and power cable to burn and melt. It was reported that the device was not in use at the time of the reported event but remained powered on. No harm or serious injury was reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an engineering investigation. The investigation methods, results and conclusion are not finalized at this stage. If more information becomes available, a supplemental report will be submitted. Resmed reference #: pr3448429.